Manufacturer narrative:
(B)(4). The axium coil was returned for evaluation without the introducer sheath, and with the implant coil already detached. The tack weld replacement (twr) crimp was found to be loose; however the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not located at the lumen stop, and the coil shield was found to be stretched. The implant coil was examined and found to be damaged and stretched with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the above findings, the customer report of "premature detachment", the customer report was confirmed. The axium pushwire was returned with the implant coil already detached. Although the cause for the premature detachment could not be determined, it is possible that the implant coil detached due to the break in the tack weld replacement (twr) crimp and the subsequent pulling back of the release wire. The cause for the broken tack weld replacement (twr) crimp and for the damages to the implant coil could not be determined. All parts of the pushwire that could affect the detachment were within specification. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information that during the coiling procedure of aneurysm, it was reported the axium helical coil prematurely detached inside the microcatheter hub. Prior to the event, it was reported that coil was difficult to advanced out from the introducer sheath to the catheter hub. Event happened prior to use in the patient. No patient injury was reported as a result of the procedure.